Event description:
It was reported this was a procedure to treat a tortuous and calcified anterior descending artery. A multi-link 8 2.75 x 33mm was inserted, but was unable to cross the lesion. It was then observed there was a fracture in the body of the balloon catheter. The device was able to be removed and was replaced. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported shaft break was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the calcified and tortuous lesion during advancement, resulting in the reported failure to advance. Further manipulation of the device likely contributed to the reported shaft break and noted separated jacket material. There was no damage noted to the stent delivery system during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.